Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had become damaged due to clavicular crush. The lead was extracted and no replacement lead was placed. A lead pin plug was inserted into the implantable cardioverter defibrillator (ICD) header in the ra lead port. No patient complications have been reported as a result of this event.